Event description:
Patient reported obtaining back-to-back results of - 300 mg/dl and 150 mg/dl (exact values not provided), while using the suspect device. No patient injury was reported. Patient did not indicated if quality control testing had been performed on the system. The suspect test strips were not returned to the manufacturer for evaluation.